Manufacturer narrative:
Veeva case: (B)(4).

Event description:
Almost choked on the residue of the poligrip [choking]. I have a severe trauma as a result [trauma] . Case description: on (B)(6) 2024 a spontaneous case was reported in united states of america by a patient via phone. The report concerns a 74-year-old female consumer. The consumer received poligrip flavor free (carna+polma cream) lot number 7u3k for indication denture wearer. No concomitant medications were reported. Expiry date of the product is aug2026. On an unknown date, after an unknown time of starting poligrip flavor free, the consumer experienced a medically significant choking (almost choked on the residue of the poligrip). On an unknown date, the consumer experienced a non-serious trauma (I have a severe trauma as a result). The outcome of the event trauma (I have a severe trauma as a result) was unknown. No medical history was reported. No drug history was reported. The action taken were: for poligrip flavor free was unknown. Dechallenge is unknown and rechallenge is not applicable. Case assessment results for both non-health care professional and market authorization holder (mah) is reasonable possibility. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. The reporter provided the following comment: "poligrip I almost choked on the residue of the poligrip, after taking out my dentures. They had to perform heimlich on me. I have a severe trauma as a result. I'm afraid to put in my dentures. We don't want to get the lawyers involved.74lot 7u3kexp 8/2026". The report is being resubmitted to capture corrections. The information was received on 2024-07-02 and is as follows: device report type was updated as serious injury.